Event description:
It was reported that "pacing difficulty was observed during use. It was like the catheter was over-sensing. The catheter was replaced and the problem was solved." The customer commented that the cause of pacing difficulty may have been another factor such as the catheter position, but they requested the evaluation to check if there were any problems with the catheter. No patient injury was reported.

Manufacturer narrative:
One catheter was returned for evaluation with no attached components. As received, the gate valve was cut from the catheter and not returned with the device. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Testing was done using lab a syringe. Continuity testing was performed by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Continuity testing confirmed that the proximal electrode had an intermittent condition between the lead wire and the electrode, when flexing the tip area of the catheter. Distal electrode was continuous without any intermittent conditions. No short conditions were observed between the proximal and distal electrodes. No visible damage was observed to the catheter body or returned monoject 1.3cc limited volume syringe. Visual examination was performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint was confirmed. Although the exact cause of the intermittent condition could not be determined, there was no indication of a manufacturing defect noted during the analysis. It could not be determined if any procedural factors may have contributed to the complaint. No actions will be taken at this time.